Manufacturer narrative:
The reported events of a stretched helix, high impedance, and a capturing problem could not be confirmed. Visual inspection of the device noted the helix was compressed out of specification. The helix compression is consistent with having occurred during procedure. Analysis performed, including impedance measurements and output verification, found no anomaly contributing to reported events of an impedance problem or capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During implant procedure, increased pacing impedance and increased capture thresholds were noted on the right ventricular (rv) leadless pacemaker (lp) following fixation. During repositioning, the helix of the rv lp was stretched, with tissue noted on the helix. The rv lp was explanted and replaced to resolve this event. The patient was stable.